Event description:
The technician alleged that the brake caster fell off he bed was raised. No injury reported.

Manufacturer narrative:
The technician found the bed was missing the brake hex shaft of the brake caster wheel. The technician replaced the brake hex shaft of the brake caster wheel to resolve the issue.